Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt had undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00257 (avaulta anterior system). Note: this report corresponds with bard's report # (B)(4) for an "avaulta posterior."

Manufacturer narrative:
Medtronic complaint report: (B)(4). Additional information: (B)(4): recurrence, revision, dyspareunia. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure: urological/gynecological according to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. Reason for mesh implantation: pelvic organ prolapse, stress urinary incontinence. Complications post implantations: outcome attributed to the device pain, recurrence, extrusion, bleeding, infection, urinary problems, dyspareunia, bowel problems, vaginal scarring. Mesh revision surgery: (B)(6) 2012: underwent partial mesh removal surgery for pain, mesh healing problems, infections and dyspareunia.